Manufacturer narrative:
The field service engineer replaced a sample probe and cleaned the wash station. The rinsing levels were adjusted. Repeatability testing and quality control measurements were performed with acceptable results. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 (creatinine plus ver.2) on a cobas c 503 analytical unit. The sample initially resulted in a crep2 value of 258 mol/l and repeated as 137 mol/l. No questionable result was reported outside of the laboratory. The crep2 reagent lot was 671718 with an expiration date of 31-jul-2023.